Manufacturer narrative:
The instrument was received and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch down cable to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The other cables were undamaged. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that in central processing, exposed cables were observed on the pk dissecting forceps instrument and subsequently not used on a patient. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.